Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call sent to technical services on (B)(6) 2018 noted that on (B)(6) 2018, there was a lead safety switch from bipolar to unipolar pace/sense due to impedance value of >2,000 ohms. However, in unipolar pace/sense, it was due to noise where the patient had many atrial tachycardia response mode switches. It was not noted if noise caused long pauses in pacing. Impedance was around 400 ohms up until (B)(6) 2018 where drastic swings started. The following physician was dr. (B)(6) with no known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).